Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2013 (B)(6); 3838 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that at a pre-discharge check six days post implant, the right atrial (ra) lead had smaller p-waves recorded at 0.7 to 2.8 millivolts which did not measure the 2 times safety margin. The ra lead is still in use. No patient complications have been reported as a result of this event.